Event description:
It was reported that an edwards sales inspected the vigileo monitor after upgrading the software to version 4.0 and the cardiac output (co) fluctuated from 1.3 to 2.6 l/min. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no patient was involved. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The device was manufactured 24-feb-2012 and review of the device history record supports that there were no non-conformances noted for any reason. Examination of the returned monitor was unable to replicate the reported performance of the device. 36 hours of ¿burn-in¿ testing was performed with no issues noted. Additionally, final acceptances test unit (fatu) testing and safety testing also corroborate that the monitor performs as expected. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the reported event, as no fault could be identified and the monitor functioned appropriately before being returned to service.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion